Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that the in midst of the case and they had disconnected the ins from the lead to create a new pocket for the ins and when they reconnected the lead to ins, they were seeing a por message on the handset and were getting prompted for ins sn. Tss provided sn and then when they were trying to connect the handset to ins, it was showing device option with sn (B)(4). When they selected this option, the handset spun on trying to connect to the device. They retried this sequence and put in sn again and then they connected with ins successfully. They conducted an imped check and had some impedances per caller. Caller increased settings and remeasured impedances and then impedances were all normal range. The caller mentioned they were doing the procedure to create a new pocket for ins. Tss didn't ask for further info about this since the caller was in midst of a surgical procedure.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and hcp: the hcp was just reducing size of pocket for better comfort for patient

Event description:
Information was received from a manufacturer's rep and a healthcare professional regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that in midst of the case and they had disconnected the ins from the lead to create a new pocket for the ins and when they reconnected the lead to ins, they were seeing a por message on the handset and were getting prompted for ins sn. Tss provided sn and then when they were trying to connect the handset to ins, it was showing device option with sn (B)(6). When they selected this option, the handset spun on trying to connect to the device. They retried this sequence and put in sn again and then they connected with ins successfully. They conducted an imped check and had some impedances per caller. Caller increased settings and remeasured impedances and then impedances were all normal range. The caller mentioned they were doing the procedure to create a new pocket for ins. Tss didn't ask for further info about this since the caller was in midst of a surgical procedure.  No further complications were reported/anticipated at this time. 2022-feb-17 additional information was received from the rep: the reason for the revision was the patient had a 90 lb weight loss form bariatric surgery. They were thinking the por was caused by the cautery used for access to the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.